Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not give the appropriate "test ok" message when using the multi function cable. The customer's biomedical engineering dept. Tested the device and found the interlock on the paddle shoe was faulty, causing the device to perceive that the peddle shoe was operable. The complainant indicated that there was no pt involvement in the reported failure.